Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide, with a 6fr sheath, after an unspecified procedure. Reportedly, a suture break occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number - corrected lot number from 21102j2 to 30115j1. Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The needle deployment and suture retrieval were successful. The device preformed according to specifications; therefore, the cause for this reported event could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.